Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that while implanting the device via thoracotomy approach, excess bleeding was noted due to a damaged o-ring. The pump was exchanged without issue, resulting in minor bleeding and prolonged cardiopulmonary bypass time. The o-ring/pump were not returned to the manufacturer for evaluation. Review of the manufacturing documentation confirmed that the pump met all requirements for release. Pictures provided by the treating facility confirmed the reported damaged o-ring event. Based on an open internal investigation, the most probable root cause for the o-ring damage may be attributed to user error during implant and variation in the sewing ring gap leading to difficulty when inserting the o-ring into the sewing ring. Additionally, there are procedural factors such as the thoracotomy approach taken during the implant, which could have contributed to the reported event. The manufacturer has an open investigation for these types of issues. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Implantation of a ventricular assist device (vad) is an invasive procedure requiring general anesthesia, a median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. All vad patients face risks including, but not limited to perioperative bleeding as outlined in the instructions for use (IFU). The IFU outlines the surgical procedure for attaching the sewing ring to the myocardium. It outlines to position the sewing ring to permit access to its screw after cannulation and ensure that the pump housing is flush with the sewing ring housing. It outlines to tighten sewing ring's screw around the pump inflow conduit using the wrench to tighten the screw until an audible "click" is heard and after tightening the sewing ring's screw verify no blood or air leakage around the sewing ring. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Event description:
It was reported from the united states that the pump was implanted via thoracotomy. After starting the pump, the surgeon noted an increase in bleeding that was not subsiding. The surgeon suspected a problem with the o-ring and decided to remove the pump and replace the pump with a different one. After removing the pump, it was noted that the o-ring was broken. The new pump was inserted without any issues. This event was associated with minor bleeding and a return to cardiopulmonary bypass. Clinical specialist was on site attending the implantation.